Event description:
According to available information, this device remains implanted but patient has a hard time inflating the device. It was noted that the bulb of the device has been fixed a couple of times by the physician, however, it keeps getting stuck. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This device was explanted and replaced due to the tubing being kinked. No other adverse patient effects were reported.